Manufacturer narrative:
This report will be amended when our investigations is complete.

Event description:
It is reported that the pt has a significantly elevated blood cobalt level. The pt is being monitored.